Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the lead dislodged from the implant position. The reported lead was not installed and the procedure was completed using an alternative lead on (B)(6) 2022. The patient was in stable condition.